Event description:
During the surgical procedure the karl storz laparoscopic sleeve that was holding the soft bowel instrument was broken. Inspection from the surgeon revealed that the two metal clips inside of the tip of the sleeve were missing. One clip was discovered in the patient and retrieved immediately without incident. The second clip was not located in the patient. It was uncertain if the second clip was intact at the start of the procedure. No injury was noted to the patient by the surgeon.